Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response. Multiple bursts of anti-tachycardia pacing (atp) and 10 electric shocks were delivered during several episodes. No additional adverse patient effects were reported. At this time, this device remains in service.